Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history record review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion. A review of the event history log identified downstream occlusion however, it cannot be determined if the alarms are true or false. Evaluation was unable to reproduce the reported symptom due to an inability to maintain a fluid state; the device was found to function as designed with relation to the reported problem. The force sensor values and the downstream tubing guide assembly were found to be within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion. There was no patient involvement. No additional information is available.